Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that a small piece of plastic left the subject device, size roughly about 3-4mm went into the patient body, and then came out its small piece of plastic from the patient body through the distal end of the subject device during the unspecified procedure. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device with seeing inside and there were no abnormalities or damage or fragments. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. A piece of rubber was clogged in the distal end of the subject device.